Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker. The test reservoir does not lock properly inside the reservoir tube.(B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 334 mg/dl. The customer stated that the plastic piece of the reservoir compartment broke off. The customer reported a big crack on the rim of the reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.